Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient reports cathing 10-11 times a day and cannot empty. They might pee two ounces and if they don't cath within 30 minutes right after, they would get the urge to pee again. This process would go on every 20-30 minutes. The patient later rated their urgency as a 5, and reports leaking 8-10 times a day. They wear diapers during the day and would have to change them 4 times a day. When the patient would get the urge to void, they would experience pain and then start leaking. Patient reports not feeling stimulation at the time of the call and the agency explained the process of feeling stimulation to the patient and assisted the patient with increasing amplitude. They felt stimulation comfortably in their rectum area at 0.7v. Five days later, patient reported not being good and experiencing urgency the day before. On (B)(6) 2017, patient reported falling out of their wheelchair the night before. They report being okay, but they are concerned because they experience pain on their knees and are out of it. The patient later reported being, "better - not much better." During the call, the patient's daughter wanted to increase stimulation so the patient was brought up to 1.9v and was feeling stimulation comfortably in their bladder area. The patient was hoping to feel a lot better by now. No further patient complications have been reported as a result of this event.